Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report of "cannot turn lamp on manually" was not confirmed however; unit keeps flashing standby lamp" is confirmed due to a faulty spare lamp. Additionally, it was found that the lamp screws and washers were missing and the non olympus lamp was found to be out of specifications with damaged screw threading. The device was serviced with a new igniter, iris cable, halogen lamp and washers and following part replacement, the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the lamp needed to be changed but when a new one is installed, the end user cannot turn lamp on manually. The reporter stated that the screws at the back of the lamp are stripped and so its unknown if that is the cause. The reporter provided new information that indicated that once they had the lamp switched on, the staff did not turn it off until all cases for the day were completed to avoid issue or case interruption. No harm came to any patients during colonoscopy and endoscopy procedures and no delay in any procedures. The date of the reported event could not be confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because a lamp, not specified by olympus was incorrectly installed. It is assumed that the user did not notice (or ignore) the description in the instruction manual. In addition, the likely root cause regarding the emergency light indicator light is due to exhaustion of its service life (more than 10 years). Regarding the lighting lamp to be replaced, there are the following descriptions in the instruction manual: (1) never install a lamp that has not been approved by olympus. (2) the use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.